Event description:
The customer reported the generation of nine (9) iron (fe) erroneous patient results involving their au5800 clinical chemistry analyzer. The customer reported change in treatment for four (4) patients. There was no report of death associated to this event. The customer did not provide the details regarding the treatment and no harm was reported. This report will address patient #3.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The failure mode was identified as use error. The fse inspected the instrument and found that the au5800 instrument had au680 mixers installed. The fse also found that the mix bars were chipped/damaged. The fse installed the correct mixer part and trained customer to resolve the issue. Age, gender, weight, race or ethnicity: no patient demographic information was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4). (B)(4) addresses patient #1, (B)(4) addresses patient #2, (B)(4) addresses patient #4.